Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to middle left circumflex (lcx). The lesion was pre-dilated with a 2.50 x 12 mm non-compliant balloon. A 2.75 x 48 mm synergy xd was deployed at 16 atm for 10 seconds and post-dilated with a 3.00 x 12 mm non-complaint balloon for 10 seconds. A distal stent edge dissection was observed and believed to be caused by lipid rich plaque. The dissection was further described as thrombolysis in myocardial infarction (timi) ii flow, type b and flow limiting. The dissection was covered with a 2.50 x 12 mm synergy xd and the procedure was completed. The patient was stable and fully recovered.